Event description:
As reported by a field clinical specialist, a patient underwent a successful transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position. During the removal of the 16fr esheath+, it was found to be "split". The femoral artery would not close after 4 percloses were used so a 16fr gore dry seal sheath was inserted for hemostasis. The patient was sent to the vascular operating room in stable condition for an open procedure to fix the femoral artery. As per follow-up with fcs, the "split" was located mid sheath shaft and was a smooth tear about 2 inches long open along the seam (posterior side of cfa). The surgeon advised there was a small tear on the anterior wall above the arteriotomy that had to be patched and that it was a quick fix. The patient was doing well. There was no resistance noted at any time during the procedure. The sheath was not torqued during procedure. The root cause of the failure was undetermined.

Manufacturer narrative:
Investigation is ongoing. Discarded.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16 fr sheath is 6 mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient or procedural factors could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for sheath liner torn was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the complaint details, "during the removal of the 16fr esheath+, it was found to be "split". The "split" was located mid sheath shaft and was a smooth tear about 2 inches long open along the seam (posterior side of cfa). The patient was doing well. There was no resistance noted at any time during the procedure. The sheath was not torqued during procedure.- patient factors such as calcification or tortuosity can contribute to liner tears. Calcification can damage the exposed portion of the sheath liner, leading to tears in the liner or weakening it during advancement or retrieval of the sheath. A weakened liner can tear during advance or retrieval of the delivery system. Tortuosity can subject the sheath to sub-optimal angles that can lead to non-axial alignment in the advancement and retrieval of the delivery system. The delivery system can catch onto the tip or liner of the sheath and create liner tears upon removal. Incomplete deflation of the compatible balloon device prior to removal from the sheath can also damage the liner. However, without further information or imagery provided, a definitive root cause is unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.